Event description:
It was reported that the health care professional (hcp) called for review of device data for this patient with an implantable cardioverter defibrillator (ICD) system. Technical services (ts) reviewed the atrial tachy response (atr) and determined the episodes were inappropriate due to far-field t wave oversensing and has been an ongoing issue. Additionally, shock lead impedances are measuring greater than 200 ohms. It was noted defibrillation threshold (dft) testing was performed a few years ago and was good. Ts discussed programming options. At this time, the device and right ventricular (rv) lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called for review of device data for this patient with an implantable cardioverter defibrillator (ICD) system. Technical services (ts) reviewed the atrial tachy response (atr) and determined the episodes were inappropriate due to far-field t wave oversensing and has been an ongoing issue. Additionally, shock lead impedances are measuring greater than 200 ohms. It was noted defibrillation threshold (dft) testing was performed a few years ago and was good. Ts discussed programming options. At this time, the device and right ventricular (rv) lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the health care professional (hcp) called for review of device data for this patient with an implantable cardioverter defibrillator (ICD) system. Technical services (ts) reviewed the atrial tachy response (atr) and determined the episodes were inappropriate due to far-field t wave oversensing and has been an ongoing issue. Additionally, shock lead impedances are measuring greater than 200 ohms. It was noted defibrillation threshold (dft) testing was performed a few years ago and was good. Ts discussed programming options. At this time, the device and right ventricular (rv) lead remains in service. No adverse patient effects were reported. Additional information was received that during a retrospective review of device data it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out-of-range shock impedance measurements greater than 145 ohms. The device remains in service and no other information was provided. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the health care professional (hcp) called for review of device data. Technical services reviewed the atrial tachy response (atr) and determined the episodes were inappropriate due to far-field t wave oversensing. Technical services discussed programming options. At this time, the device remains in service. No adverse patient effects were reported.